Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation being too high was determined. They stated that they had changed their setting from too high but were not sure. They were at a 7 to a lower 5, then a manufacturing consultant assisted them. They stated that perhaps their body was still adjusting to the new device and the opposite area of their body was were they put in the device during surgery on (B)(6) 2024. When asked about the steps taken to resolve the issue they stated that they had discussed the issue with their surgeon and asked them later what they'd do if the problem reoccurred. They were told to call the manufacturer in the future to be directed for help. The patient stated that the manufacturing consultant was very helpful, patient, and encouraging. They really appreciated that. The issue had been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient stated they got up this morning and realized the stimulation was up too high. Patient service specialist reviewed how to decrease stimulation. Patient was able to successfully decrease stimulation to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned that they had a small hemorrhoid.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.